Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.5 cm thoracic aneurysm diameter was approximately three months ago. Vessel morphology was reported as the thoracic aorta was 27-26 mm in diameter and 20-25 mm in length. The distal thoracic aorta was 28-25 mm in diameter. The right iliac artery was 8 mm in diameter and left iliac artery was 9 mm in diameter. The left and right femoral arteries were 8 mm in diameter. Access arteries and aorta had mild tortuosity. The access arteries had mild calcification. The stent grafts were in planted in zone 3 with out issue. It was reported that two weeks post implant there was a slight proximal type I endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received for this case. It was reported that a CT with contrast revealed a type ii endoleak. It was reported the aneurysm size increased from 7.2 cm to 8.5 cm over a two year period and the presents of a type ia endoleak. The investigator assessed this event to be related to the study device and study procedure. The physician will monitor the patient.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
Additional information was received. It was reported that a secondary intervention was performed. An additional stent graft was implanted resolving the type I endoleak. The investigator assessed the event as not device or procedure related.